Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with the protective sheath having already been removed from the balloon, prior to returning. The dimensional measurements on the balloon met specifications. A review of the lot history record was conducted and found no anomaly during the lot build; a product deficiency has not been identified. A review of the complaint database revealed no events for balloon sheath removal difficulties from this lot. There was no product deficiency and there is no evidence of a wider population being effected. This type of reported complaint will continue to be monitored per local quality procedures.

Event description:
It was reported that there was difficultly removing the protective sheath of a 2.0 x 08 mm mini trek and the balloon was scratched when it was removed from the packaging. The device was not used. Another mini trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.